Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a revision surgery was necessary due to an aseptic loosening, inlay is abraded and a reconstruction with pelvoplasty. An inverse prosthesis is also planned. The event required a stationary treatment and results in another.

Event description:
It was reported that a revision surgery is necessary due to an aseptic loosening, inlay is abraded and a reconstruction with pelvoplasty. An inverse prosthesis is planned. The event required a stationary treatment and results in another. No further information received. 05-jul-2023 update dw further information were provided that the revision surgery was performed on (B)(6) 2023 with an implantation of inverse shoulder prosthesis. The customer further provided the information that the reported device is now available for evaluation.

Manufacturer narrative:
Additional info: the contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Manufacturer narrative:
Corrected information: h1. Additional information: d9, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The reported failure is most likely due to a patient-specific event, particularly the loosening of the implant as a result of changed conditions in load transfer, respectively, fatigue wear and breakage of the cement bed, and/or tissue reaction to the implant. The complaint was confirmed based on the attached pictures and the received devices. Due to the biohazard condition, they were unable to be physically and visually evaluated.